Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Dissection, as listed in the IFU and risk assessment matrix, is a known adverse event associated with coronary stenting and not necessary an indication of a product quality deficiency. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and product size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. In this case, there was no report of any product malfunction at the time of the stent implantation.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that during deployment of a 2.75 x 28 mm rx xience v stent in the pre-dilated mid-rca lesion, a dissection was noted. The dissection required treatment with an additional 2.5 x 23 mm xience v stent. No additional event or pt info is available.